Event description:
Caller reported cgm error 42, which led to a disruption in the continuous glucose monitoring system. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a complete pump reset. After the reset, the error code did not reappear, and the caller was able to successfully start their sensor session.